Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting noise. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in (B)(4) laboratory, microscopic visual inspection confirmed a lead fracture. This product issue will be updated when evaluation of the lead is complete.

Manufacturer narrative:
Detailed analysis of the two returned lead segments identified that the three rate/sense conductor coils were fractured at 213 mm. All three of the conductor coils showed evidence of fatigue and one also showed overload. A titanium rich inclusion was detected at the fracture origin of one coil, likely composed of titanium carbo-nitrides from the manufacturing process. This product issue will be updated if additional information is received.